Event description:
It was reported that at 5 days post-op, pt presented and was dx with acetabular implant loosening, which resulted in a complete revision of all components.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.